Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, while the peg tube was being pulled, the tube separated. The procedure was completed with this device. The following day after the gastrostomy was performed, a semi-solid nutritional supplement was added. Reportedly, leak and hole were noted. The hole grew larger and then eventually ruptured, approximately 12 cm from the body surface. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6)2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): problem code a0501 captures the reportable event of peg tube detached. Block h10: the returned initial g-tube - enteral feeding tube was analyzed, and a visual evaluation noted that returned device was incomplete, with the irregular edges, suggesting elongation forces applied to the device. Additionally, it was also torn. Functional test could not be performed due to the condition of the returned device. No other problems with the device were noted. The reported event of feeding tube detached was confirmed. As per complaint information the issue occurred during withdrawal/closure. Handling and manipulation of the device during this process and some additional force applied to the device while the peg tube was being pulled could cause separation the tube to get separated/torn most likely when they tried to pull the device from the patient's body. Based on the information available and the analysis performed, the investigation conclusion code for the complaint event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, while the peg tube was being pulled, the tube separated. The procedure was completed with this device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): problem code (B)(4) captures the reportable event of peg tube detached. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg pull method was placed during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, while the peg tube was being pulled, the tube separated. The procedure was completed with this device. The following day after the gastrostomy was performed, a semi-solid nutritional supplement was added. Reportedly, leak and hole were noted. The hole grew larger and then eventually ruptured, approximately 12 cm from the body surface. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.